Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The evaluation reported that the reported issue was confirmed but error message went away after the device system was reset and internal buffer formatted. Upon further evaluation of the returned device the following defects were found, defective and deformed socket connector on device main board, and device broken spacers and capacitor inside the unit. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center exhibited error code a14, internal buffer not inserted and error code e209, internal buffer error. Upon inspection and testing of the customer returned device, the device spacers were broken inside the unit and capacitor was also broken. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken spacers and capacitors inside the unit could not be identified. Olympus will continue to monitor field performance for this device.